Manufacturer narrative:
Device p-cap or reservoir locked properly in place and passed displacement test. Device passed the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 546 mg/dl. Cannula was bent. Customer stated they changed the entire infusion set but the new set gave the insulin flow blocked alarm during fill tubing. Customer changed the entire infusion set again and it worked. The insulin pump passed the self test and displacement test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.